Manufacturer narrative:
Evaluation summary: during evaluation, the reported condition of failure code 808:02 was confirmed due to a defective inlet valve. To correct the reported condition, the baxter repair technician replaced the pump head module, which contains the inlet valve, and tested the device per procedure.

Event description:
The facility reported an infusion pump with a failure code 808:02 condition. The event was reported to have occurred during pt infusion (during changing infusion rate). According to the hospital rep, no pt injury or medical intervention has been reported related to the device. No additional information or contact was available.